Manufacturer narrative:
Suspect device received on (B)(6) 2020. Date of explantation updated to (B)(6) 2020. Device evaluation completed on (B)(6) 2020. During the visual evaluation, an anomaly on the posterior view was observed on the device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear within the crease/fold measuring approximately less than 0.1 cm. It is possible the crease was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 24th,2020 additional information received, indicates date of explantation was on (B)(6) 2020. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on august 14 2020: during the visual evaluation, an anomaly on the posterior view was observed on the device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear within the crease/fold measuring approximately less than 0.1 cm. It is possible the crease was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/20. Additional information indicated that date of explantation scheduled for (B)(6) 2020. Device information reported as; left: cat#:3501640; sn#: (B)(6). Right: cat#: 3501640; sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with unknown saline breast implants which the right side deflated and left side has issue with capsular contracture, unknown baker grade after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.